Event description:
It was reported that during an unknown procedure, the jaw with the white tissue pad pulled off during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device was returned with the clamp arm detached from the inner tube, but firmly fixed (attached) to the outer tube at the clamp arm weld. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.